Event description:
It was reported that there multiple cartridge alarm 20s during pumping. There was no reported adverse impact on customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.